Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Endologix became aware of a iiib endoleak on (B)(6) 2018 as reported by physician (B)(6) at (B)(6) medical center. The date of event is (B)(6) 2018 based on the angiogram that diagnosed the endoleak. The patient was symptomatic at the time of the event. The patient was originally implanted with an afx bifurcated, two (2) afx vela suprarenals, and two (2) afx limb stent grafts on (B)(6) 2015 by the reporting physician. During re-intervention, the patient was treated by implanting an afx vela infrarenal, one (1) afx vela suprarenal, and one (1) afx limb stent graft on (B)(6) 2018 by physician (B)(6) at (B)(6) medical center. The patient is in stable condition and no devices were explanted.